Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient reported he tested 5 times within 15 minutes with results ranging from 3 mmol/l to 14 mmol/l. No other results were provided.